Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical record review summary: a patient with a history of deep vein thrombosis with absolute contraindication to anticoagulation was scheduled for placement of a vena cava filter. The right femoral vein was accessed and inferior vena cavogram was performed. The filter was then deployed. Three years one month post filter deployment, a CT scan demonstrated the filter in the infrarenal inferior vena cava with poor opacification below the level of the filter compatible with thrombus that involved the left and right common and external iliac veins. Small amount of thrombus was adherent to the superior portion of the filter (above the filter), partially protruding at the junction with the left renal vein which was otherwise patent. Approximately two days post CT scan; bilateral lower extremity venous duplex scan revealed thrombus and thrombophlebitis of the right and left superficial and deep veins. A visceral venous duplex scan demonstrated the thrombus further revealing an occlusive thrombus noted throughout the inferior vena cava. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately three year and six months post filter deployment, a CT scan demonstrated a small amount of thrombus that was adherent to the superior portion of the filter, partially protruding at the junction with the left renal vein which was otherwise patent. Therefore, the investigation can confirm that there was thrombus extending above the filter. However, there is no deficiency identified with the filter based on the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: caval thrombosis/ occlusion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and for risk of bleeding related to blood thinners. At some time post filter deployment, it was alleged that blood clots had formed above the filter. The patient status was not provided.